Event description:
Customer reported that the insulin pump was not delivering insulin properly and that it was cracked and had to be taped to keep it together. The blood glucose reading was 247 mg/dl. Customer reported a motor error alarm and stated that the insulin pump may have been exposed to a MRI. She was assisted with clearing the alarm and stated that she was able to rewind the insulin pump. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to loose/flush drive support disk. The device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, missing end cap sticker, and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.